Event description:
It was reported that the surgeon inserted an cq2015 three piece collamer lens and removed it because he did not like the way it was seated in the eye. The lens was removed without enlarging or suturing the incision. There was no pt injury. Another lens was implanted.